Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 626 mg/dl. Prior to the event, the customer experienced dizziness, nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin did not pass the prime test. Advised that the insulin pump would be replaced. Nothing further was reported.